Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the transmitter with the serial number 8efsls. However, data for the transmitter with the serial number 8dy8cl was provided for evaluation. The allegation was confirmed. The probable cause could not be determined.. No injury or medical intervention was reported.